Event description:
It was reported that the patient presented to the emergency room (ER) the weekend prior to the report for back pain. The patient¿s leg had also been swollen ¿for some time¿ due to an unknown cause. The ER doctor did a sonogram of the patient¿s left leg to make sure there was not a blood clot. The ER doctor prescribed the patient a low dose of norco; however,the patient had not filled the prescription. The patient stated that her doctor did not know about the ER visit or her swollen leg. The patient also reported that she stopped using her personal therapy manager (ptm) on (B)(6) 2013 because it was not working to relieve her pain. The patient believed the ptm boluses were giving her ¿side effects¿ including ¿constant diarrhea from time to time¿. The patient stated that she had ¿anal bleeding from wiping too much¿ and she had to use a diaper rash cream to treat the area. The patient had been to a digestive doctor for the symptoms. The patient¿s doctor also did not know about the diarrhea symptoms. The patient stated that she want ed to ask her doctor for 1 or 2 oral pain pills per day; however, the patients also stated that her doctor is against oral pain medication. The patient believed the oral medication would make the difference in her therapy and she felt that she would be ¿pain free¿ if the doctor would prescribe her the oral medication. The patient had an appointment scheduled for (B)(6) 2014 and was to mention flex dosing to her doctor and the possibility of oral pain medication. The patient stated that if the doctor was unwilling to increase the dosing in the pump or prescribe oral pain medication then she would ask to have the pump removed. The patient also noted that she had been prescribed anti-inflammatory medication but she had a reaction form them so she stopped taking them. The medication delivered by the device system was not provided. Additional information later reported the patient stopped using her ptm around (B)(6) because it wasn't helping with her breakthrough pain and never had. The patient also stated that around (B)(6) her left eye and left leg swelled up. Per the patient the hcp will not call in oral medication for the patient. The patient started using the ptm again about a week ago. The patient gets up in the middle of the night because of her back pain. The patient said she was giving herself a bolus at 3 or 4 in the morning but then she would only have 2 left. The patient was in to the hcp on (B)(6) for him to up the dose. The patient¿s lockouts from her ptm they are as follows- 3x/day 1x/360m and 3x/24h. The patient attempted to give herself a bolus while on the phone and reported being locked out for 1 min. It was reviewed the patient had to wait at least 1 minute till she can give herself a bolus. Additional information later reported the patient had been in the ER for the 5th time since implant her managing hcp called in to ER and told the hcp not to give patient any oral pain medication. The patient was upset by this and stated that she was not getting enough pain coverage with the pump. The patient¿s next appt. With her managing pain hcp was (B)(6) 2014. Per the patient the hcp contacted ER facility back on (B)(6) 2013 and told hcp¿s there to not dispense any oral pain meds to patient going forward. The ER hcp on (B)(6) 2013 told the patient that since (B)(6) 2013 she has been to ER 4 times for pain. The patient stated she needs a hcp that was going to help her manage her pain and her hcp was not helping her. The hcp was too conservative with her pump therapy . The patient was she making moves to consult with a new managing pump physician. The patient has an appt. With the hcp on (B)(6) 2014 and she has an appt. With her implant hcp on (B)(6) 2014. The patient also had another appt. Scheduled with a different following physician on (B)(6) 2014. The patient stated that pump therapy is helping her and states that the ptm boluses are not helping her pain. The patient reports she notices no difference in her pain level by using ptm. Per the patient she knows her hcp is not giving her enough medication in those boluses to affect / treat her pain. The patient reported she suspects that her following hcp is diluting her morphine drug with saline. The patient does not know her current dosing information but she knows that on her last visit with the hcp (B)(6) 2013 the hcp increased drug. Additional information was received and it was reported that the patient¿s issues started in (B)(6) 2013. The patient stated that ¿her morphine is being diluted with saline¿; the ¿morphine is injected into the pump, then the pump is programmed, and then the doctor injects saline into the pump¿. The patient was going to have the pump removed. The patient continued to be in pain; she was not getting pain relief from the pump therapy. The patient could not get up and go shopping due to the pain. The patient¿s ptm (personal therapy manager) was not giving her bolus doses. The patient was getting only side effects from the ptm; not pain relief. The patient was getting ¿all the side effects that are listed in the book¿ from using the ptm. The patient had no oral breakthrough pain medication and her physician would not prescribe any. The patient thought that if she had a different physician that explained things to her that the pump may have worked better. The patient did not like the new clinic that she went to; there were too many physicians; she preferred one physician and one nurse. The pump was delivering ¿clonidine hydrochloride¿ and morphine. Additional information later reported the patient was having their pump removed (B)(6) 2014. The patient questioned if someone would be there and if there was a way to check if the pump was really working. Per the patient the hcp from the clinic wanted "to test to see if it's working properly." Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).